Event description:
The customer reported to maquet that the rubber protective cover on the bottom side of the tube fell off just before surgery (no pt in the room). No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet service technician inspected the lighting configuration and found no issues with the device. He secured the protective cover with screws and returned the unit service. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powerled series operating manual includes a verification of all the covers during yearly maintenances. Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.